Event description:
Reporter alleged she tested the customer with a result of 527 mg/dl at 6:30 am on the advantage system and then gave the customer 40 units of humulin n and 14 units of humulin r. Reporter stated that she tested the customer with a result of 512 mg/dl at 8 am and again at 9 am with a result of 523 mg/dl on the same system. Reporter stated that the customer was not acting like herself, so she called the paramedics who arrived at 9:30 am and tested the customer with a result of 40 mg/dl and 44 mg/dl on their system. Reporter stated that they gave her a glucose tablet after the first result and took her to the hospital where she was admitted and given additional glucose treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Info received indicates the brake is not holding. Caster move from side to side after the brake has been set.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.